Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by leaving the pump plugged into a working outlet with the original charging supplies for at least 30 consecutive minutes, after which the pump began charging.